Manufacturer narrative:
The cause for the elevated advia centaur xp ca 19-9 result compared to the low alternate laboratory test method result is unknown. The patient sample is not available for further investigation. No conclusion can be drawn. The IFU states in the limitations section: "warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease." "Do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." "The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results." The instrument is performing within specifications.

Event description:
A falsely elevated advia centaur xp ca 19-9 result was obtained on a patient sample and considered discordant when compared to the patient's clinical picture. Repeat testing was performed by the customer and the results were elevated. The patient sample was tested on another advia centaur xp system at another laboratory and the result was elevated. A different sample tube of the same patient was tested for ca 19-9 at two other laboratories with alternate test methods and the results were lower. A corrected laboratory result was reported. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant ca 19-9 result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00191 on 12/14/2015 for an elevated advia centaur xp ca 19-9 result obtained on a patient sample. On 3/14/2016 additional information: the customer provided the patient's sample for evaluation. Siemens tested the sample with advia centaur ca19-9 reagent lots 052372 and 052374, and obtained results of 123 u/ml and 109 u/ml respectively. The sample was treated with a heterophilic blocking tube (hbt) and the results were 46 u/ml and 48 u/ml. The sample was also run with an alternate ca19-9 assay test method, and the result was 25 u/ml. The elevated advia centaur xp ca19-9 assay values observed are due to interference from heterophilic antibodies. The instruction for use (IFU) states in the limitations section: "warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease." "Do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." "The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results." "Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays.9 patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. ' the instrument is performing within specifications.